Event description:
It was reported that entrapment occurred. During a percutaneous coronary intervention, an opticross hd imaging catheter was successfully advanced to observe the lesion area. When the physician delivered the catheter to do a second run, the opticross kinked in the guide catheter. The devices were completely removed together and upon inspection outside the patient, it was noted that the guidewire was twisted with the opticross. When the physician pulled tried to remove the wire from the opticross, the opticross separated into two parts. The procedure was completed with another of the same device. No patient complications were reported and the patient was safe and stable after the procedure.

Manufacturer narrative:
The device was returned for analysis. The imaging window was detached from the lapjoint section and was not returned with the device. No other visual damages were encountered upon visual inspection. No other issues or defects were observed during product analysis of the returned device.

Event description:
It was reported that entrapment occurred. During a percutaneous coronary intervention, an opticross hd imaging catheter was successfully advanced to observe the lesion area. When the physician delivered the catheter to do a second run, the opticross kinked in the guide catheter. The devices were completely removed together and upon inspection outside the patient, it was noted that the guidewire was twisted with the opticross. When the physician pulled to remove the wire from the opticross, the opticross separated into two parts. The procedure was completed with another of the same device. No patient complications were reported and the patient was safe and stable after the procedure. It was further reported that the ivus catheter separated outside the body which did not hurt the patients vessel.